Manufacturer narrative:
Citation: takiguchi h et al. Percutaneous coronary intervention for delayed coronary obstruction due to endothelialization of self-expandable transcatheter heart valve: a case report. Eur heart j case rep. 2020 sep 9;4(5):1-7. Doi: 10.1093/ehjcr/ytaa288. Online publish-ahead-of-print 9 september 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old female patient with a history of paroxysmal atrial fibrillation, on anticoagulant medication, who underwent transcatheter aortic valve implantation with a 26 mm medtronic evolut r (unique device identifier number not provided). The authors noted that the evolut r was implanted at a depth of 0 mm. Post-operative aortography showed normal coronary flow and mild paravalvular leak. Anticoagulant therapy was continued after evolut r implant. Eight months post-implant, the patient was admitted to the hospital because of effort angina. Transthoracic echocardiography and myocardial scintigraphy exhibited myocardial ischemia in the anterior region. Laboratory test results detected increased high-sensitivity troponin I levels. Computed tomography revealed that the evolut r frame was covered with a low-density mass between the leaflet and sinotubular junction, which occluded the left coronary sinus. Consequently, percutaneous coronary intervention (pci) was performed with balloon angioplasty and the placement of two drug-eluting stents. Final coronary angiography showed a roundabout route and improved flow to the left coronary artery. After the pci procedure, the patient¿s condition improved. Aspirin and clopidogrel therapy had been initiated before pci, and aspirin therapy was discontinued at discharge. Four months later, the patient remained asymptomatic. The authors stated that the minimal gap (3.0 mm) between the evolut r leaflet and sinotubular junction may have been the underlying cause of the formation of the low-density mass observed within the gap, which subsequently occluded the blood flow path from the aorta into the left coronary sinus. No additional adverse patient effects or product performance issues were reported.